Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratches on screen and rejected new battery. Customer reported that the insulin pump had cracks on casing between battery and reservoir compartment and on the back of the insulin pump. Customer also stated that the insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.